Manufacturer narrative:
Medtronic received additional information that during implant, leaflet motion was tested with the blue actuator and the leaflets would not open and close normally after rotating the valve. The valve was replaced with a 19mm non-medtronic valve. The patient was discharged from the hospital. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mechanical valve, the valve was explanted and replaced with a n on-medtronic device. The reason for replacement was due to the leaflet motion not being "smooth". No additional adverse patient effects were reported.